Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial procedure date, the patient demographic info: age, weight, bmi at the time of index procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Other relevant patient history/concomitant medications, product code and lot #? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure / device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Describe any medical / surgical intervention performed including dates and results. What is the patient¿s current status?

Event description:
It was reported that the patient underwent a gynecological procedure in 2011 and the mesh was implanted. Post-operative, the patient experienced chronic pain and vaginal mesh exposure. The patient was referred for total mesh removal surgery on (B)(6) 2019. The mesh was sent for histology and securely stored. Additional information has been requested.